Event description:
It was reported that the user experienced sustained high blood glucose after being disconnected from the ilet for over 24 hours while away from home without backup therapy, later reconnecting the system with a fingerstick of 372 mg/dl and continuous glucose monitor (cgm) of 396 mg/dl. The event was addressed through troubleshooting and education, and no specific device component issue was implicated, with the problem associated with improper or incorrect procedure or method rather than a part failure. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, with no applicable component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.